Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device had no ventilation output during use. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient were provided.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section b5, describe event or problem, of the initial medwatch report stated: it was reported to ventec that the device had no ventilation output during use. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient were provided. Section b5, describe event or problem, of the initial medwatch report should have stated: it was reported to ventec that the device's tidal volume levels were zero. There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue. Section h6, medical device problem code, of the initial medwatch report stated: 3005. Section h6, medical device problem code, of the initial medwatch report should have stated: 2339. New information for supplemental medwatch report 001: h6: the device was evaluated by ventec where the reported issue of its tidal volume levels being zero could not be duplicated or confirmed. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the device's tidal volume levels were zero. There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue.